Event description:
It was reported that a large volume infusor leaked medication from an unspecified location. The leak was described as ¿nurse was unable to connect the device as medication was not flowing through the line but leaked outside¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the lot was manufactured september 1-5, 2023 the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evidence of flow was observed flowing out of the distal luer. A function leak test was performed, and no evidence of leak was observed. Based on the evaluation result, the infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.